Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly.

Manufacturer narrative:
Device evaluation: software investigation was completed and the reported issue was confirmed. This issue was documented in a medtronic software anomaly tracking database.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The representative reported that old patient data was removed from the navigation system. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a cranial resection, the application software exited without prompt from the user. The representative reported that the issue occurred when adjusting the scan modality. The representative then restarted the application software and was able to complete the reported task. The reported issue occurred when loading patient exams. The surgeon opted to complete the procedure without the use of the navigation system. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.